Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were performed. The patient was in stable condition.